Manufacturer narrative:
(B)(4). Concomitant medical products: tibial articular surface provisional shimp/n: 42527900700, l/n: unk. Tibial articular surface provisional shim; p/n: 42527900702, l/n: unk. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2020 - 01212, 0001822565 - 2020 - 01213.

Event description:
It was reported that the tibial articular surface provisionals are missing bearings during the cleaning process. No adverse events have been reported as a result of the malfunction.